Manufacturer narrative:
Review of procedure #20 shows corneal haze. The haziness seen in the surgery images reduced the amount of laser energy required to achieve an optimal capsulotomy. Recommend informing surgeons that they should anticipate suboptimal capsulotomy quality due to corneal haziness. Review of procedure #(B)(6) reveals a cortical cataract. Cortical cataract makes it difficult for the laser to perform an optimal capsulotomy. Recommend increasing the pulse energy to 7.5j from 7j and advise the surgeons to expect suboptimal capsular edges near the cortical cataract. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was onsite for surgery support, doctor (B)(6) reported a capsular tear on two separate patients, both located on the superior nasal region: procedure ids# (B)(6).